Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician was pulling the peg through the stomach wall the wire loop on the peg tube snapped inside the patient. Nothing detached inside the patient. The procedure was completed with a new endovive safety peg kit pull method there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.